Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the corrosion on the air water channel occurred due to the foreign material possibly not being removed since the reprocessing was not conducted properly due to leakage from insertion tube side between bending section cover or distal sheath rubber and glue. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited corrosion on the air/water channels. There were no reports of patient involvement.